Event description:
It was reported that during a lower anterior resection procedure, the device was fired, but the staples remained in the device. The staple line was opened. As a result the patient received a colostomy.

Event description:
The surgeon indicating at the time if he made sure the anvil half had no bunching of tissue and he said no he always checks that, I also asked if they got the audible click that the two halves had come together and he said yes, he said the gun was fired when line about half way on gap setting scale. He also said he got the crunch when he fired. He also stated the patients tissue was not unusually thick and said everything was normal and there was no indication that this patient was in any way difficult. There was difficulty removing the device. Two complete donuts were recorded which they found confusing. A trainee fired the device. The patient has been discharged and doing ok but has to live with a colostomy bag.

Manufacturer narrative:
(B)(4). Additional information: how was procedure performed? Open. Which stapling technique was used? Double. What other devices (product code) were used for transecting and/or closing otomies? Contour. Was the procedure converted to open? No. What was the quality of the tissue? Normal. Has the patient undergone any radiation or chemo therapy? No. Was the device fired over thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. What purse string technique was used or what purse string technique does this surgeon normally use? Hand tied. Was the spike of the trocar inserted lateral or through the staple line? Just slightly below staple line in middle. How thick was the tissue, was it evenly and tension-free distributed in the instrument? Yes. Was the anvil put on the trocar exactly horizontally? Yes. Putting the anvil on the trocar were any graspers used? No. Was the device completely fired plastic to plastic? Yes. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Click. When the device was fired, what was the location of the indicator within the gap setting scale? In the middle. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Did the red safety remain engaged until firing? Yes. Was the target tissue fully cut circumferentially? Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No difficulty. Were there no staples at all in the tissue, or only a few? Most except about a third was inside cdh. What about the staples in the device, please describe the shape. Fully seated in anvil. Were there any comorbidity concerns (such as coagulation issues, etc.)? No. What is the patient¿s present condition? Released from hospital. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional device info: information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.